Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. B3: corrected. D1: corrected. H6: corrected investigation clinical codes. H10 related report numbers: 1038671-2024-05063 & 1038671-2024-05064.

Manufacturer narrative:
(D10) concomitant devices: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 4742879, 320-46-00 - equinoxe reverse 46mm humeral liner +0: 4672406, 320-10-00 - equinoxe reverse tray adapter plate tray +0: 4822082, 320-01-46 - equinoxe reverse 46mm glenosphere: 4811542, 320-15-01 - eq rev glenoid plate: 4804483. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 1 year(s), 4 month(s) and 4 day(s) post-operative of an initial left rtsa, it was reported via clinical study that the patient experienced disassociation of other component - dislocation of modular device during physical activity. The patient underwent a standard reverse revision with the reported removal of the humeral tray, humeral liner, glenosphere, and glenosphere locking screw components. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.